Event description:
It was reported that a gamma nail, which was implanted for 16 weeks broke. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.